Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lmz966 batch number, and no non-conformances were identified. It was reported performance fixation feature breakage. An empty opened winding former, a paper lid and a needle-suture of product code sxpp1a301, lot lmz966 were returned for analysis. During the visual inspection of needle/suture under 10x magnification, slightly marks on the body needle that appears to be by use of surgical instruments could be observed. In addition, some barbs were noted damaged and the sides of the fixation tab were broken. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident.

Event description:
It was reported that the patient underwent a thoracic procedure on (B)(6) 2019 and barbed suture was used. During the procedure, the fixation tab of the barbed suture was broken off when fixing on the fascia by continuous suturing in usual force. Upon evaluation of the device, the sides of the fixation tab were found broken. There were no adverse consequences to the patient.